Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 2 of 6. The home patient (hp) revealed that she had disconnected herself in the drain cycle to go take a shower, and when she came back to the hc machine, it was alarming se 2240. The hp then went ahead and reconnected herself, and then tried pressing stop and go, then called baxter. The technical service representative (tsr) explained the alarm to the home patient (hp) and explained the proper disconnect procedures per user manual. The tsr then assisted the hp to clear the alarm and to start over with all new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.